Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the outer tubing overlay was melted, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had a cosmetic depression and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Infection has been reported. The leads were found to have vegetation per the echocardiogram. The patient has (B)(6). The leads was removed. No further patient complications have been reported as a result of this event.